Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. The customer¿s blood glucose was 217 mg/dl. The customer was assisted with troubleshooting. The customer stated that they hospitalize due to hemorrhage but they was not confirm hospitalize due to their insulin pump. Customer also states that the insulin pump was still buzzed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.